Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -9.0/1.5/155 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced low vaulting without lens rotation. On (B)(6) 2022 the lens was exchanged with a same length lens but implanted horizontally; as opposed to the vertical implant. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Medical device problem code - 1494: off-label use (acd < 3.0mm). Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).